Event description:
Patient arrived in the picu with transport with ino max ds vent. Injector module was being put in line with the ventilator and "injector module fail" alarmed. Shut off ino and turned back on and alarm continued. Patient was bag ventilated until changed patient to new ino max ds.